Event description:
Reporter alleged being hospitalized for 1.5 days due to high glucose results but treated for low blood glucose based on the blood glucose monitoring device readings. Reporter stated at 2:30 am, device result was 396 mg/dl and took 10 additional units of insulin based on the reading. Reporter stated at 3.00 am, device result was 518 mg/dl and family member stated the readings was incorrect and called emergency medical technicians (emt's). Reporter indicated emt's arrived and within 15 minutes their device result was 42 mg/dl. Reporter stated controls were used but found to be out of an acceptable range and expired. A request was made for the return of the suspect device and replacement product was sent.